Manufacturer narrative:
Result: brake cam.

Event description:
It was reported by service report that the brake cams are broken. It is unk if there was pt involvement, however no adverse consequences are reported.